Manufacturer narrative:
Alleged failure: serfas would not activate, then activated on it's own in the middle of the case while entering the patient's joint and on the mayo stand. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a leak internally, which creates a short and a possibility would result in continuous activation. Due to the detachment of the suction tube to the suction shaft. Inadequate gluing operation on the suction tube and suction shaft. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe had continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe had continuous activation.